Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 a patient (pt) from (B)(6) called to report a current issue with an acuvue brand contact lens. During the call the pt reported in (B)(6) 2017 he/she began to experience irritation, tearing, and redness in the left eye while wearing the acuvue2 brand contact lenses. The pt went to the eye care provider (ecp) and was diagnosed with ¿bacteria¿ in the eye, not caused by the contact lens. Pt was prescribed two eye drops that were used for four days. The pt could not recall the name of the eye drops or how many times daily the eye drops were prescribed. Pt reported the left eye was better after three days of using the eye drops. The pt reported a wear schedule of fifteen to twenty days of wear and does not sleep in the lenses. The pt uses opti-free to disinfect the lenses. The pt reported the suspect lenses were discarded. The pt did not have the lot number of the suspect lenses, name of the eye drops prescribed or the ecp contact information at the time of the call, but reported it can be provided via email. On 27oct2017 a call was placed to the pt for additional information. Pt reported he/she should be able to provide the information needed by the end of the day. Multiple attempts were made to the pt for the lot number of the suspect product, name of the eye medication prescribed, and the ecp contact information, but no additional information has been received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.